Manufacturer narrative:
Manufacturing records were reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Patient was reported to be doing well and was discharged.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) days post-implantation of this 21mm bioprosthetic aortic heart valve, the patient experienced an arrhythmia event in which a permanent pacemaker was implanted. As reported, on pod #7, the cardiologist decided the patient had a total av block and needed a pacemaker. On pod #10, the pacemaker was placed and the patient stayed one (1) week longer in the hospital. The patient had no history of arrhythmia and had a normal stay at ICU. Patient was reported to be well.